Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 100.5010. Technical support: 1. Reflash the pc unit. 2. Replace the logic board. Recommended replace logic board. Rick will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 26jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Reflash the pc unit. 2. Replace the logic board. Recommended replace logic board. Rick will send unit in for flat fee repair. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement

Manufacturer narrative:
Additional information: h6, e4 a review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 26jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement